Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible.

Event description:
It was reported that the pump had an air-in-line alarm event and noted the tubing had a kink in it below the air-in-line detector. No additional information was available. The patient involvement was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the pump had an air-in-line alarm event and noted the tubing had a kink in it below the air-in-line detector. No additional information was available. The patient involvement was unknown.